Manufacturer narrative:
Additional information: the customer confirmed the patient was not symptomatic. Additionally, the customer confirmed there was no patient harm due to the test results. H10: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with binax now covid-19 ag card assay performed on (B)(6) 2021. The customer stated that the test card had a sample line that was at an angle instead of straight across the test strip. Repeat testing was immediately done and generated negative results. No additional patient information, including treatment and outcome was provided.